Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient inquired on a replacement programmer. It was noted that they could not tell if their implant was on or off. The patient was also taking pain killers and could not see very well. The patient also reported that it ¿makes me dry¿ and that they had a knee replacement. Additional information reported that they were sore and was not sure if their implant was working because they did not feel anything. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal /pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Patient weight obtained.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The circumstances that led to the inability to tell if the implanted device was on or off and the reported pain was the patient lost their device and they didn't feel any sort of sensation. The steps taken to resolve inability to tell if the implanted device was on or off and the reported pain was a new device was ordered and had the doctor reprogram. "Du" is working now. No further patient complications have been reported as a result of this event.